Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
A report was received from health canada's canada vigilance program which states, "two separate pumps successively alarmed and then shut down, citing errors. The first time the patient had levophed and precedex and a maintenance/access infusion all running. These were changed over to a different pump & channels, which subsequently experienced the same issue." Per customer report, there was two separate events, the first event has been captured in (B)(4) . There was patient involvement but no harm. Per evaluation by the hospital¿s clinical engineer following review of the event log of the pcu in question, customer found two "abnormal shut down activities" the first shut down was observed when there was a "network disconnection. The second shutdown was observed when the user pressed "channel off" button.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available correction: date of event, concomitant med prod data additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
A report was received from health canada's canada vigilance program which states, "two separate pumps successively alarmed and then shut down, citing errors. The first time the patient had levophed and precedex and a maintenance/access infusion all running. These were changed over to a different pump & channels, which subsequently experienced the same issue." Per customer report, there was two separate events, the first event has been captured in pr 9638148. There was patient involvement but no harm. Per evaluation by the hospital¿s clinical engineer following review of the event log of the pcu in question, customer found two "abnormal shut down activities" the first shut down was observed when there was a "network disconnection. The second shutdown was observed when the user pressed "channel off" button.